Manufacturer narrative:
Additional information: device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not duplicated or confirmed. An assignable root cause was not determined. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during an ear nose and throat (ent) surgical procedure, "the attachment device was heating up." The planned surgical procedure was completed without delay. No injuries or medical intervention was reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once (B)(4) evaluates the device, a supplemental report will be sent accordingly.